Manufacturer narrative:
Patient information was not available. Facility information not available. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient called to reported that they had seven revisions with their shunt valve. They have experienced internal lacerations, frozen shoulder, adhesions, abdominal would that would never heal, csf leakage, headaches and increased pulse rate. They report that they could feel sharp edges from the device in their abdomen. With each revision the health care professional would note that the device was defective, the pop off would not function correctly. When they should have 25ml of pressure relief, they would get 3ml. They stated that they were bedrest for a year and were so depressed that prior to their last surgery that they asked the hcp to let them die on the table. They no longer feel suicidal due to complete removal of the system and state that they life has improved but, they will never be the same. Additional information was received from the patient stating that they continue to have neurological problems/deficits caused by implanted devices.

Event description:
Additional information was received from the patient stating that the defective valves would self adjust, resulting in "spewing of c erebrospinal fluid (csf) fluid" into their abdomen.

Manufacturer narrative:
H2) additional information was added to the event .description medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.